Manufacturer narrative:
(B)(4). Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Event description:
Per affiliate: (B)(6).

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a (B)(6) female with sah in 2014. The initial pressure setting was 120 mm h2o. On (B)(6) 2016, the patient visited the hospital due to gait disorder and symptoms of dementia. Since CT scan suggested that the lumbar catheter (manufactured by other company) had fallen off, a revision was performed on (B)(6) 2016 and the device was replaced with certas (82-8804) via v-p shunt. The patient is currently being monitored. The surgeon suspected that the lumbar catheter might have been broken by the friction with the bone.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at 110mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: a cut/tear was noted in the silicone housing, as the catheter was reported not to be manufactured by codman as this is the case this will not be investigated. Review of the history device records confirmed the valve product code ns9008 with lot crpbw5, conformed to the specifications when released to stock in 4th february 2015. The root cause to the cut/tear in the silicone housing could be due to the user. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.